Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced occlusion event on (B)(6) 2024. The blood glucose level of the patient was high which was treated by correction bolus via pump. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6008507 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging: the lot 6008507 was packaging according to the wi version 97, in the machine sc05 and sc06, on 06/aug/2024, with a total of (B)(4) units. Glue-connector: the lot 4h00370 was packaging according to the wi version 37, in the machine mp03, on 04/aug/2024, with a total of (B)(4) units. The lot 4g03940 was packaging according to the wi version 37, in the machine mp03, on 23/jul/2024, with a total of (B)(4) units. The lot 4g05766 was packaging according to the wi version 37, in the machine mp03, on 29/jul/2024, with a total of (B)(4) units. The lot 4g06109 was packaging according to the wi version 37, in the machine mp03, on 03/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 28-may-2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008507 and no other complaint has been registered in database for the same lot 6008507 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to detachment from occlusion in site, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .